Event description:
The account alleged the bed will not go into trendelenburg.

Manufacturer narrative:
The account found a loose p32 connection on the logic board. The account reseated the connector on the logic board to repair the bed.